Event description:
It was reported that during a diagnostic laparoscopic procedure, heard a high pitch squealing sound. The procedure was completed with another like device. Device was being wiped down and tip of the blade broke off. There was no pt consequence.